Event description:
This record is un-reporting due to device is not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported right side rupture, diagnosed via MRI. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.